Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the instructions that accompanied the purewick female external catheter did not specifically state not to use on patients when they are sitting in a chair. Reportedly, there were concerns among the nursing staff because they have had patients start to complain of pain when sitting in chairs after the catheter has been placed. The complainant stated that she was under the impression that the product was for bed bound patients only and would like some clarity on the issue. Mss provided her with their instructions for use. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement".

Event description:
It was reported that the instructions that accompanied the purewick female external catheter did not specifically state not to use on patients when they are sitting in a chair. Reportedly, there were concerns among the nursing staff because they have had patients start to complain of pain when sitting in chairs after the catheter has been placed. The complainant stated that she was under the impression that the product was for bed bound patients only and would like some clarity on the issue. Mss provided her with their instructions for use. No medical intervention was reported.